Manufacturer narrative:
Medwatch mw5057856 received. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were not provided. The investigation is inconclusive for the alleged detached filter limbs. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings:filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years post vena cava filter deployment, during follow up, two filter limbs were allegedly discovered to have detached . One limb was reported to be in the right middle lobe pulmonary artery and the other filter limb was said to be entangled within the filter but otherwise free in the ivc. A snare successfully captured and retrieved the filter and both detached filter limbs. There was no reported impact or consequence to the patient.